Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clips were malformed. The pt bled post-op and had an emergency reop to achieve hemostasis. Unknown pt consequence.